Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via (B)(6) that product caused customer to have cellulitis and was hospitalized for several days. Customer was advised to contact 24 hour helpline.